Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strips had poor storage, user had inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer feels well and does not require medical attention. Customer's expected results are 81-113mg/dl-fasting. Verified the strips expire 11/30/2017, the strips are stored in the kitchen and the strips were first opened less than a month ago. Customer declined a blood test. Reviewed the results in the meter memory: 170mg/dl, (B)(6) 2015, 06:56:00 am, fasting: yes; 161mg/dl, (B)(6) 2015, 06:41:00 am, fasting: yes; 131mg/dl, (B)(6) 2015, 01:35:00 am, fasting: yes; 59mg/dl, (B)(6) 2015, 08:15:00 pm, fasting: no, 64mg/dl, (B)(6) 2015, 08:11:00 pm, fasting: no. No adverse event reported.